Event description:
A customer from (B)(6) reported false susceptible ceftazidime results for three patient escherichia coli isolates in association with the vitek® 2 ast-n239 test kit (lot 6390391403). The customer reported that no incorrect result was reported to a physician as all results are confirmed prior to reporting. The patient results and treatment were not impacted. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) had reported false susceptible ceftazidime results for three (3) patient escherichia coli isolates in association with the vitek® 2 ast-n239 test kit (lot 6390391403). An internal biomérieux investigation was performed. Three (3) e. Coli isolates were submitted for ceftazidime (caz) evaluation because the vitek 2 ast-n239 cards gave susceptible mics=4 for these isolates, but kirby bauer testing gave resistant results (16 mm). Isolates were tested on three (3) different lots of ast-n239 cards. Identification was confirmed, and testing was performed on the three (3) customer lots of ast-n239 cards, along with a random lot. Agar dilution (ad), which is the reference method for caz, was also performed. For all three (3) isolates, mics=4 were obtained on all card runs, which were corrected to resistant by aes due to the proposal of esbl phenotype. Ad gave intermediate mics=8 for all three (3) isolates. Though this is a minor category error, card and reference mics are only one (1) doubling dilution apart, and are in essential agreement. Vitek 2 ast-n239 cards are performing as expected, and no further action is necessary.